Event description:
The complainant has reported that approximately three months ago, a patient (age and gender unknown) underwent a therapeutic placement of a wallflex duodenal stent. The stent was in place for three months. During that time, the patient was noted to be in very good condition with an increase in quality of life. A subsequent ingrowth of tissue resulted in complete occlusion of the stent. When an endoscopy was performed, the tissue began to bleed. The bleeding could not be stopped. The patient expired during the endoscopy. The date of the endoscopy/death is unknown.